Event description:
It was reported that this right ventricular (rv) lead was explanted due to non-capture, and high out of range pace impedance measurements greater than 3,000 ohms, in bipolar configuration. Laser lead extraction was performed and another lead of a different model was successfully implanted. No additional adverse patient effects were reported. The lead is not expected to be returned. If the product is received, this report will be updated with pertinent information upon completion of analysis.